Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. It should be noted that the reported patient effect of embolism is listed in the hi-torque wire instructions for use as a known potential patient effect associated with device use. Based on the case information, the cause of the material separation could not be determined. In this case, it is possible the wire was damaged during the insertion process; however, this could not be confirmed. The reported patient effects of embolism, and the reported additional treatment, and removal of foreign object appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was retained by the account and is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a percutaneous intervention was performed. The hi-torque balance middle weight (bmw) guide wire advanced without any resistance. During advancement, the guide wire, proximal to the radiopaque junction, separated in the patient's subclavian artery and embolized to the carotid artery. A snare successfully removed the separated portion of the guide wire. There was no adverse patient sequela. No additional information was provided regarding this issue.